Event description:
It was reported that the patient received patient notifier in (B)(6). High, out of range, hv lead impedance in the svc-can measurements was observed via merlin.net. Rv-svc-can configuration measurements were in normal range during in-clinic testing. Plans for lead examination were put on hold for unrelated health concerns. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.